Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The automated impella controller (aic) displayed an alarm stating "impella device defective". The aic was exchanged. There was no patient harm.

Manufacturer narrative:
This supplemental report is generated to retract the initial MDR. This was a duplicate file and was reported under our case (B)(4) and MFR report number 1220648-2024-11988.